Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system reports "geometry movement partly available". Upon further inspection, philips field service engineer (fse) visited onsite and checked the log files and found that there were tap errors. Fse replaced the pdu control module board and performed software load. The system failed to load properly. Later, fse replaced the suite pc in another case. After that, the system was returned to use in good working. The codes were updated based on the investigation outcome.